Event description:
Journal reference: singla et al. "A differential diagnosis of hyperalgesia, toxicity, and withdrawal from intrathecal morphine infusion." Anesth analg. 2007;105:1816-1819. The article describes a case study involving a old female patient with a history of crps (type I) of the lower extremities secondary to multiple knee surgeries. Despite several years of intrathecal pump therapy with morphine (21 mg/ml) and clonidine (200 ug/ml) per day, she presented with increasing pain. Bupivacaine (4.2 mg) per day was added to her pump medication. A priming bolus was administered to clear the catheter dead space. She returned later in the day complaining of increased pain. Another bolus was administered (15 mg morphine, 60 ug of clonidine and 3 mg of bupivacaine) under the assumption that the priming bolus had not cleared the catheter yet. After 10-15 minutes of deceased pain, the patient had violet jerking, myoclonic actions and rigors, and increased pain in her extremities. A total of five bolus doses, total of 75 mg morphine, 300 ug clonidine and 15 mg bupivicaine were administered. After each bolus, the patient had the same reaction (violent jerking, myoclonic actions and rigors) after every bolus. She was admitted to intensive care on an infusion of ketamine and midazolam and her pump medications were changed to clonidine, bupivacaine and sufentanil and she was discharged with good pain control. The original pump and catheter remained implanted. The article concludes that her acute pain, myoclonus and rigors were most likely due to the bolus of intrathecal morphine.

Manufacturer narrative:
.